Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention for hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod for more than 48 hours. When the pod was removed from the infusion site (arm), insulin was found to be leaking during wear. Symptoms reported include nausea and difficulty breathing. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with a 20-unit insulin injection and around four bags of saline. The patient was discharged after approximately 5 hours. A new pod was placed.